Event description:
It was reported that 10 days ago the patient started to feel a "lump" on her left side. The lump became "half of the size of a lemon" and leaked "yellow" on the bed about a week ago. The physician drained the lump and prescribed an antibiotic to start a few days later. The patient had an appointment last wednesday and the physician drained it again. The patient was unable to have her scheduled hip replacement surgery today due to the "lump." She has an appointment with her general physician tomorrow. The patient also reported that her urinary symptoms were "a little bit better" since her implant. Information regarding potential for infection was reviewed with the patient and she was referred to her physician. Additional information has been requested, but was unavailable as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v988003, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did have a pocket infection. Pocket erosion was listed as a symptom of the infection. The patient was given perioperative antibiotics orally. No culture was taken. The infection resolved.